Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Additionally, it was reported that a cartridge alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged battery charging issue could not be verified.